Event description:
It was reported that during a patient's visit to an ent (ear nose and throat) outpatient clinic, a rhino-laryngo videoscope (enf-v2 or enf-v3) was used for an unspecified diagnostic procedure and then cleaned with the endoscope reprocessor (oer-4). The same patient returned two weeks later for a diagnostic colonoscopy procedure using the colonovideoscope (pcf-h290zi), which was also cleaned with oer-4. It was subsequently reported the patient had creutzfeldt-jakob disease. At this time, it is unknown when the patient was diagnosed, however; it was discovered after the use of the olympus devices. Both scopes were used more than 20 times by other patients. There were no other confirmed creutzfeldt-jakob disease (cjd) infections at this time. This complaint is for the subsequent patient that used the device after the reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Despite good faith efforts attempts were made, no additional information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.